Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs submitted for patient identifier (B)(6). Complaint conclusion: the coil was returned unsheathed and entangled around the device positioning unit (dpu). The first secondary winding off the ball tip was damaged. Located at the distal tip of the slit, the dpu protruded outside the sheath for the entire length. The distal tip of the slit had severe mechanical damage resulting in an opened slit and a hole at the bottom. The coil¿s socket ring had been pushed down inside the other sheath. Using an in-house sl-10 micorcatheter, the returned coil was introduced multiple times with no resistance encountered. There are two possible contributing factors found to the coil becoming stuck inside the microcatheter. The first factor is the device positioning unit (dpu) protruding outside the sheath. This was caused by the resheathing tool being advanced over the proximal end of the green introducer. This opened up the skive allowing the dpu to herniate outside the sheath. In this condition there would be significant resistance during coil advancement. If the soft braid outside the sheath was used to advance the coil it would appear that the coil was stuck. The evidence suggests that the second contributing factor was due to distal interference inside the microcatheter. The exact source of this interference cannot be determined. In addition; without the return of the sl-10 microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. For optimum product performance and to prevent potential product damage; the instructions for use (IFU) recommends;¿¿ continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ this MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
There was resistance in the sl-10 microcatheter with 2 presidio coils. Initially 3 coils were successfully implanted, and a presidio 10 (pc410062630/f59313) could not be inserted at the hub. Analysis of this coil revealed that the coil was damaged. Another presidio (pc410073030/f61978) then became stuck in the microcatheter and was safely removed without the need to remove the microcatehter. Analysis of this coil also revealed coil damage. After this, other non-codman coils were deployed. There was no serious injury or need for intervention as a result of the events.